Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The single board computer was upgraded on the c-arm unit. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system's left screen would turn black during fluoro. No pt injury was reported.